Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was displaying the battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the battery indicator began to appear sometime in (B)(6). The patient informed the csr that he manages his diabetes with oral medication, diet and exercise. The patient denied making any changes to his usual diabetes management regimen due to the meter issue. The patient reported he had stopped testing due to the meter issue and that in the first week of august, he ¿blacked out.¿ he was admitted to hospital on (B)(6) 2016 and spent 2 weeks and 2 days in hospital where he received both physical and occupational therapy, before being discharged on (B)(6) 2016. The patient alleges his blood glucose was tested on another meter (unknown device) but the result is not available. At the time of troubleshooting, the csr noted that it was not the first time the product was being used and there was no misuse of the product. The csr documented that the patient did not have a replacement battery and that based on the information provided the battery needed replacing. The alleged meter issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a sign/symptom suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.